Event description:
It was reported that the up arrow and ok buttons are unresponsive to presses. It was reported that the pump is not exposed to water and there is no keypad damage.

Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. During evaluation, a leak-test was performed and there was leakage found from the keypad. The bolus button was responding to presses.